Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch report.

Event description:
This is being filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The transseptal puncture was low due to the rotated heart. The clip delivery system (cds) was advanced to the mitral valve and the clip was implanted successfully. However, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr returned to 4. The decision was made to perform a second puncture stick to attempt to implant another clip to stabilize the slda clip. The second transseptal puncture was also low. The steerable guide catheter (sgc) crossed the septum, the two transeptal punctures were close together, it appeared the septum may have torn. The devices were removed. The procedure was aborted and mitral valve replacement was performed, a septum tear was not observed however; an iatrogenic asd was confirmed and was treated with sutures. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda)appears to be related to patient morphology/pathology (rotated heart and prolapsed posterior leaflet). The reported unchanged mitral regurgitation (mr) was a result of the slda. It should be noted that the reported patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.